Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. (B)(6) after the procedure, the patient suffered an evisceration in the parking area of the hospital. After readmission to the hospital, both the surgeon and the ob/gyn physician noticed that the suture used for the fascia closure by continuous suture technique, had broken. Both knots were still visible. Additional information has been requested.

Manufacturer narrative:
(B)(4): representative samples of the product were visually inspected. Test results of knot pull, straight pull and tensile strength met requirements. There were no signs of manufacturing or material defects found.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.